Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 5076-45 lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had non-capture in the bipolar configuration following a fall by the patient. The rv lead also had high impedance and a possible fracture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.